Event description:
A volume discrepancy was reported between the volume calculated and the effective volume in the pump: calculated volume on (B)(6) 2011 was 15.5ml, however volume effective was 4.5ml. Device troubleshooting was done by the healthcare provider (hcp) in the hospital. It was stated that the pump and the catheter were changed. The pump printouts noted several motor stalls, since (B)(6) 2011. There was no patient injury and patient outcome as of (B)(6) 2011 was noted as "happy at the moment". Drugs delivered via the device were morphine and clonidine.

Event description:
Additional information: during a refill on (B)(6) 2011 the actual residual volume was 5ml instead of the expected 3ml; during a refill on (B)(6) 2011 15.5ml residual volume was aspirated from the pump instead of the expected 4.5ml. On (B)(6) 2011, a control catheter / rotor test was performed. Catheter dye study showed catheter leakage between pump and catheter (6ml iopamiro injected); rotor test indicated that the rotor was stationary, no movements showed up during the test. A new pump was implanted as reported previously with a new catheter. The old catheter was thrown away; however, it was stated by the implanting surgeon that the catheter wasn't intraspinal when it was explanted, it was rolled up in the epidural space.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump exterior expanded shield(s); did affect post explant pump performance. This pump was returned to analysis with the allegation -there was a huge difference between the volume calculated and the effective volume in the pump. Calc. Volume (B)(6).2011 / 15.5ml, volume effective (B)(6).2011 / 4.5ml medtronic was never involved in that case and troubleshooting in the hospital was done by dr. (B)(6). The synchromed ll pump and catheter were changed at (B)(6).2011 (the catheter is not available) -this pump was received to analysis with an expanded shield suggesting it was likely autoclaved after explant. Despite this expanded shield the pump passed standard flow testing and additional 24 hour infusion testing. Initial printout indicated multiple stalls and recoveries occurred. A recovery happening on (B)(6)-2011 and another stall and recovery happening (B)(6)-2011 and then three more on (B)(6)-2011 (the day of explant) destructive analysis was performed discovering large amounts of fluid in the bulkhead. It is known that the extreme pressures that are generated during autoclaving can cause pump tube bursts or inlet fitting leaks. In this situation it is believed the inlet fitting leaked under the extraordinary pressure generated from autoclaving as the pump tube passed all standard leak testing and additional hipot leak detection. This leak and the subsequent damage it caused to the pump make it impossible for analysis to determine if this pump had a pre-existing (before autoclave) anomaly.

Manufacturer narrative:
(B)(4).